Event description:
The patient's lead is for off-label use. It was reported the patient was experiencing discomfort and pressure at the lead site when stimulation was on. As a result, the patient's lead was repositioned on (B)(6) 2015. Surgical intervention resolved the patient's issue. Exact concomitant medical products/therapy dates are unknown.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.